Manufacturer narrative:
H3: the pipeline flex braid and phenom-27 micro catheter were returned for analysis. No damages or irregularities were found with the phenom-27 catheter hub, catheter body, distal tip or marker band. The pipeline flex pusher was not returned for analysis. Both ends of the pipeline flex braid were found fully opened, damaged and frayed. The middle braid was found flattened, but otherwise fully opened. The phenom-27 micro catheter total length was measured to be ~158.8cm and the usable length was measured to be ~152.2cm, which is within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm). Based on the analysis findings, the customer report of ¿failure/incomplete open at middle section (hourglass shape)¿ could not be confirmed through device analysis as the device was returned fully opened. Possible causes for failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid was found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheath and dispenser coil. Customer reported middle and proximal part of pipeline was placed in a bend, pipeline was resheathed more than two times, all devices were prepared per IFU, and patient vessel tortuosity as severe. No damages or irregularities were found with the phenom-27 that would contribute towards the failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal end of the pipeline was not opening. The patient was undergoing surgery for treatment of an ophthalmic, unruptured aneurysm with a max diameter of 1.5mm and a 3mm neck d iameter. The morphology included a blister. It was noted the patient's vessel tortuosity was severe. It was reported that the physician went to deploy the pipeline 4.75 x 14 and was notified the distal end was not opening. It was indicated the middle and proximal parts of the pipeline were positioned in a bend. The physician recaptured the device and opened again, however, the distal end would not open. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was re-sheathed more than two times with the microcatheter. The product was removed by the physician and a pipeline 4.75 x 12 was inserted. The 4.75 x 12 opened distort, however, during the deployment there was ribboning in the mid-section and the device would not open. A recapturing of the device occurred and the deployment was attempted three times but there was a ribboning in the same section. Once again, more than 50% of the pipeline had been deployed when it failed to open. The pipeline was re-sheathed more than two times with the microcatheter. The device was removed and a 4.50 x 10 was inserted and deployed successfully. During the procedure, a dapt (dual antiplatelet treatment) was administered. The pru level was 47. The devices were prepared as indicated in the IFU. Post-procedure angiographic results showed successful coverage of the aneurysm. Ancillary devices include a neuron max 6 sheath, a navien 058 125cm guide catheter, a phenom 27 150cm microcatheter, and a synchro2 soft 014 200cm guidewire.